Event description:
It was reported that there was a downstream occlusion problem. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log (ehl) was downloaded. Functional testing was performed and the customer reported issue was confirmed. The ehl shows many "high alarm displayed: downstream occlusion" messages. The primary problem was with a defective dso sensor. The dso sensor and seal were replaced.